Event description:
Pt was revised to address tibial loosening.

Manufacturer narrative:
From the analyses conducted during this investigation, it was concluded that the 4.5mm lateral proximal tibia locking plate fractured by metal fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the plate could not bear the imposed patient loading, leading to overload fracture. Fatigue cracking is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient activity levels prior to full bone union. No materials or manufacturing deviations were found in this investigation.

Event description:
It was reported that the plate fractured requiring a revision surgery to correct.